Event description:
It was reported the patient experiences overstimulation at the ipg site when he presses or sits on the ipg while stimulation is on. As a result, x-rays will be taken for further investigation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.